Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is this report only represents as enhancement to the reporting criteria going forward. Eval description: pulse generator was received in near eri state. Lab analysis confirmed normal device operation.

Event description:
It was reported that the pt presented in clinic for a f/u visit. The device exhibited backup vvi operation. It was clinically resolved by a successful software download. The device was scheduled to be replaced in 3 months due to eri.